Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and component migration

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair for abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Follow-up examinations were performed at a referring hospital. On (B)(6) 2019, the patient presented to the referring hospital with abdominal pain and transferred to this hospital. On the same day, computed tomography (CT) angiography was performed, and it revealed 2-3 cm distal migration of the proximal portion of the endoprosthesis, a proximal type I endoleak and aneurysm enlargement (from 75 mm to 82 mm). The physician reported that detailed course after the initial procedure and the cause of these issues were unknown. Diagnosis of impending rupture was made, and it was decided to perform emergency procedure. Two aortic extender components were additionally implanted proximal to the previously implanted endoprosthesis, and final angiography showed no endoleak. The patient tolerated the procedure.